Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has not worn the device since 2010 due to reported poor sound quality. The recipient recently went to the clinic to see if the problem could be resolved. There is no report of any head trauma or any change in health status. Further medical intervention is considered.

Event description:
The user has not worn the device since 2010 due to reported poor sound quality. The recipient recently went to the clinic to see if the problem could be resolved. There is no report of accident, trauma or any change in health status. Information with regards possible further medical intervention is not available.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Reportedly the recipient is a non-user since 2010. No further steps are planned at the moment, therefore the device remains implanted but not in use.